Event description:
In 2005 vasca's complaint coordinator was informed that a pt at hospital had to have one lifesite explanted due to a complaint of a leaking valve. The valve was explanted in 09/28/2005 and a new valve was implanted the valve was returned to vasca and examined.